Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the coil was broken. An 12mm x 30cm interlock¿ was selected for use. During the procedure, the physician attempted to deploy device in the hypogastric artery. However, physician decided that the size was small and opted to use a bigger size. During removal of device, it was noted that the coil snapped in half within the renegade microcatheter. No part of the coil was sticking out of the microcatheter. Then, the physician removed the microcatheter, flushed out the broken coil and inserted the microcatheter back in to the hypogastric area and procedure was continued using a larger coil. No patient complications reported.